Event description:
Report received of a non-delivery of taxol in the secondary line. It was reported that the pt was receiving normal saline via the primary line at an unspecified rate and taxol via the secondary line at an unspecified rate. The customer contact reported a non-delivery of the taxol, suspecting that the height of the primary bag was not low enough to allow infusion of the secondary line. It was reported that the tubing was reloaded in the pump, and the infusion was continued without further event. The length of delay in therapy was not known. There was no reported adverse pt event as a result. The pump was never isolated, therefore will not be returned for testing. Though requested, there was no further info available.